Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion brake was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the engineering notes to replace axes controller manipulator (acm), insertion stator, and insertion brake are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm 3 had errors and disabled to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.